Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was opened to be used for a stent placement procedure in the pancreatic duct performed on (B)(6) 2021. During unpacking,it was noticed that the stent was kinked when it was attached to naviflex. The procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as "no patient injury".